Manufacturer narrative:
Investigation: (B)(6) reported a potential false negative psuedomonas aeruginosa result on the biofire blood culture identification 2 (bcid2) panel after testing the patient's blood culture sample. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the final report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: investigation ongoing.

Event description:
Summary: ((B)(6) reported a potential false negative psuedomonas aeruginosa result on the biofire blood culture identification 2 (bcid2) panel after testing the patient's blood culture sample. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Investigation: the patient was an 88-year-old female with signs and symptoms of sepsis at the time of testing. On (B)(6) 2024, the patient's positive blood culture was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. The customer stated same sample was not used for additional testing. Gram-negative bacilli were observed on gram stain. On (B)(6) 2024, p. Aeruginosa was recovered from culture. The patient's blood culture sample was also retested on the biofire bcid2 panel. The biofire bcid2 panel reported p. Aeruginosa as detected. Due to the biofire bcid2 panel result, the patient's antibiotic treatment was delayed for 24 hours. The patient was not harmed due to his delay and no serious injury or death was reported. The final diagnosis of the patient was sepsis. In-house investigation: filmarray torch instrument (serial number # (B)(6)) that was used for the biofire bcid2 panel test was brought back for a work order to make sure that the instrument was not contributing to the false negative result observed at the customer site. Upon completion of the work order, there was no evidence to suggest that the false negative result was caused by the filmarray torch instrument (serial number # (B)(6)). Conclusion: the investigation concluded that the most likely cause for the false negative p. Aeruginosa result was due to a biofire bcid2 panel pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All quality control (qc) metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and were not expected to have contributed to the discrepancies observed by the customer. Overall, the biofire bcid2 panel p. Aeruginosa assay has a false negative rate of <0.001 in the field over the last year. These rates are within biofire system specifications. Clinical performance: according to table 36. Biofire bcid2 panel clinical performance summary, pseudomonas aeruginosa of the biofire bcid2 panel instructions for use (www.online-IFU.com/iti0048), the performance claim for the p. Aeruginosa assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 96.4% (95% ci 87.7-99.0% and an overall specificity of 99.9% (95% ci 99.5-100%). Archived testing was not performed for p. Aeruginosa. 16/16 single seeded specimens were true positives, and 8/10 specimens that were co-seeded with e. Faecalis were detected. E. Faecalis was detected in 10/10 of the co-seeded specimens. P. Aeruginosa was detected in both false positive specimens.

Event description:
Summary: (B)(6) reported a potential false negative psuedomonas aeruginosa result on the biofire blood culture identification 2 (bcid2) panel after testing the patient's blood culture sample. Due to the biofire bcid2 panel result, the patient's antibiotic treatment was delayed. The patient was not harmed due to this delay and no serious injury or death was reported. The investigation concluded that the most likely cause for the false negative p. Aeruginosa result was due to a biofire bcid2 panel pouch anomaly.